Manufacturer narrative:
The insulin pump was unable to download and the problem was isolated to the mother board. The device was received with a cracked reservoir tube lip.

Event description:
The customer's mother called for assistance with carelink. Caller stated that the customer's insulin pump stopped uploading at 1%, and after troubleshooting the device kept stopping at 1% and would not download to carelink. The caller was advised that the device would be replaced, and the device was returned.